Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The mot staff nurse wanted to use the cement for a surgery, however, she did not find the sterile liquid inside the box upon opening.